Event description:
A nurse reported that following an intraocular lens (iol) implant procedure the lens was exchanged due to blurry vision caused by residual hyperopia.

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A questionnaire was received on (B)(6) 2014. (B)(4).